Event description:
It was reported that the caller needed assistance updating the pump time due to a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in abnormal levels. Technical support helped the caller update the time and advised monitoring for future discrepancies. The caller understood and acknowledged the instructions.